Event description:
The user facility reported a 68-year-old male was implanted with an impella cp device for mechanical circulatory support. During the procedure there was some mild concern for limb ischemia. The medical team decided to remove peel away sheath and insert repo sheath. There was slight difficulty advancing repo sheath into arteriotomy. The impella cp was explanted in the procedural area. No additional information was provided for the suspected ischemia.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.